Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's insulin pump stopped working on (B)(6) 2015. They previously called and got the insulin pump replaced. Soon after the customer called back stating they no longer need the replacement insulin pump, due to getting a pancreas transplant. Advised the customer to keep insulin pump as a back-up if needed. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump alarmed button error and no had button response due to moisture damage keypad trace. The keypad connector found close properly during our visual inspection. Unable to perform the displacement test due to keypad anomaly. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm and the customer was unable to clear it. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.